Manufacturer narrative:
One device was received for evaluation. Visual and functional testing were unable to verify or duplicate the reported problem. The device operated as designed. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was randomly turning off during operation. The event occurred during testing.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.